Manufacturer narrative:
F10 health effect, impact code; corrected data, initial MDR inadvertently omitted known information.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient had battery replacement and was seen two weeks later with high impedance. Patient was experiencing chocking sensations and settings were adjusted. Xray imaging was performed. Xrays showed the lead connector pin was not fully inserted past the connector block. Patient had pin re-insertion surgery performed and the high impedance was no longer observed. No additional relevant information has been received.